Event description:
It was reported that the customer's pump screen was broken and partially readable. The blood glucose value at the time of the incident was 160 mg/dl. The device was set to be returned, and the customer was expected to receive a replacement pump.